Manufacturer narrative:
Per good faith effort (gfe) response, the oxygen port of the equipment did not output oxygen after starting, and the o2 transport kit failed. The device was not under warranty, so the customer refused to pay for the repair. It is unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.

Manufacturer narrative:
(B)(6). Phone :(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a no oxygen supply alarm error. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that there was a no oxygen supply alarm error. Investigation is ongoing.